Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Troubleshooting determined that a frame rate error occurred on the system. The image frame-rate was below recommended levels. This indicated that the interface (umbilical) cable of the imaging system was at fault. The interface (umbilical) cable was replaced from inventory that was on hand for the representative. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a procedure, an error message appeared on the viewing station of the imaging system prior to taking a pre-op 3d spin. The error message did not duplicate when attempting a 2d spin. After pressing ok on the system, it was able to acquire a 3d spin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.